Event description:
The device was flushed and prepped as advised and plugged into system and zeroed. Once it was in the patient, the wire was put into place and flushed and normalized but the system lost pressure. Everything was checked, including connections, etc. But nothing fixed the issue. Another wire was not used. They are becoming unreliable, per physicians.